Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. The usm was analyzed and the reported failure, errors 23094 and 23069, was confirmed and replicated. The unit was tested on an in-house system and failed normal mode as it triggered 23069 errors on yaw. The system did not trigger errors 23094 but they were confirmed via error logs/system logs on the yaw chipencoder virtual absolute (cva) printed circuit assembly (pca). The unit failed on a pftp as it failed cva characterization, sine cycle, and sensors check tests on yaw. The yaw cva pca was swapped out with a new one and the errors no longer occurred. The original yaw cva pca was reinstalled, and the errors returned. The unit was tested with a new yaw cva pca and went through more testing on a pftp and passed direction test, lissajous, carriage friction test, brake release test, brake hold test, advanced brake test, carriage strength test, and carriage switches test. The yaw cva pca will be replaced as a fix to the reported problem. The complaint was confirmed based on the field evaluation and failure analysis], which indicates that the device did contribute to the customer reported issue.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted radical extraperitoneal prostatectomy with lymphadenectomy procedure, the system encountered a recoverable fault pointing at universal surgical manipulator (usm) 4. Prior to calling an intuitive surgical, inc. (Isi) technical support engineer (tse) for assistance, the nurse tried power cycling the system, but it did not clear the error. When attempting to recover from error, the error would return immediately. The tse checked the live logs and found errors pointing at an encoder fault in usm 4. The tse guided the caller through a hard power cycle/emergency power off (epo) but this did not clear the issue. The tse asked the caller if they can proceed with only three arms. The surgeon reportedly decided they could not use the system with three arms only. Isi followed up with the initial reporter and obtained the following additional information: the system had been set up and completed all of its self-testing. There was no warning that there were any problems before procedure. The arm moved with no problems to drape, sterile stow or to deploy for docking before the surgeon attempted to dock. The procedure was aborted post-anesthesia and post-port placement due to the fault issue.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse reproduced the customer reported issue and replaced universal surgical manipulator (usm) 4. The system was tested and verified as ready for use. Isi has received the usm involved with this complaint to perform failure analysis. However, as of the date of this report, the evaluation of the usm has not been completed. This complaint is being reported due to the following conclusion: the customer aborted the da vinci-assisted surgical procedure after anesthesia was administered and ports were placed as a result of a repeated recoverable fault on arm #4.